Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination (coded as peritoneal dialysis complication) and peritonitis in a female patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. On (B)(6) 2011, the patient was discharged. During a follow-up call with the patient's pd nurse, it was reported that on an unreported date, the patient made a mistake/touch contamination. Treatment was not reported and the patient was recovering from the peritonitis. Pd therapy was ongoing. The outcome for the patient made mistake/touch contamination was not reported. The nurse stated the event of peritonitis was not related to pd therapy and did not comment on the patient made mistake/touch contamination. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11a19112, h10l18014 and h10l19046) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.